Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, red particles on the gel and shell, crease fold and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken crease smooth on the anterior and wear abrasion. Based on the device analysis the final assessment is: broken crease smooth on the anterior due to fold flaw opening. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product". Healthcare professional additionally reported "hole, non-specific". Device was explanted.